Event description:
The hospital reported excess bleeding occurred during use of the circumcision clamp.

Manufacturer narrative:
Describe event or problem: the hospital reported excess bleeding occurred during use of the circumcision clamp. Deroyal: the supplier's investigation determined that lots were built out of specification, resulting in the potential for the device to not clamp the surgical site properly. Deroyal had made a one time purchase from g.a. Surgical and has determined to conduct a voluntary recall of all product purchased from them. Any product remaining in inventory has been quarantined for destruction, and initial recall letters have been sent to affected customers.